Manufacturer narrative:
Literature citation: laroche d, belzie a, calderon I. Hydrus stent removal for delayed cystoid macular edema: two cases. J natl med assoc. 2025 apr;117(2):88-93. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported via literature article about a 59-year-old female patient had stent implantation procedure combined with cataract extraction and omni canaloplasty, starting with the left eye. The surgery was uneventful, and early postoperative recovery showed improved uncorrected vision and reduced intraocular pressure (iop) without glaucoma medications. However, three weeks after the left eye surgery, she developed rebound iritis after tapering off her postoperative drops, which resolved with resumed anti-inflammatory therapy. Seven weeks after the initial procedure, the same combined surgery was performed on the right eye. The patient again recovered well, achieving 20/20 vision in both eyes and maintaining stable iop without medications. Approximately nine months after right eye surgery and eleven months after left eye surgery, the patient reported decreased vision in the left eye. Examination revealed a migrated stent in the left eye, associated with cystoid macular edema (cme), confirmed by macular optical coherence tomography (oct). She was treated with ophthalmic corticosteroid and nonsteroidal anti-inflammatory drugs (nsaids), but follow-up revealed persistent cme and further visual decline in the left eye to 20/50. Due to the persistent edema and the stent¿s position against the iris, the patient underwent surgical removal of the migrated stent along with goniotomy in the left eye. Two weeks postoperatively, her vision improved to 20/20 bilaterally, iop remained controlled without medications, and the cme resolved on oct. She was instructed to taper her anti-inflammatory drops and discontinue antibiotics. Overall, the patient achieved excellent visual and iop outcomes after surgical intervention, with complete resolution of complications following removal of the migrated stent. There are two medical device reports associated with this report. This is 1 of 2.

Manufacturer narrative:
Additional information was added in h.3.,h.6. And h.11. A sample was not received at the investigation site for evaluation for the report of delayed cystoid macular edema, stent removal, migration, vision decreased; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. While the root cause and its origin are inconclusive, the following factors outlined in the reported product¿s IFU could potentially contribute to an outcome similar to the reported event. Potential postoperative adverse events outlined in the product's IFU include, microstent explanation, and dislodgement or movement. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All trabecular stent delivery systems are 100% visually and functionally inspected prior to being released from the manufacturing facility. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.